Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit and low battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump exposed to fluid. The customer's blood glucose was 298 mg/dl. Customer reported there is fluid under the lcd display. The insulin pump will be returned for analysis.